Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked. The following information was provided by the initial reporter: IV catheter leaked.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-mar-2023. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one opened 18g x 1.16in. Insyte autoguard unit from lot number 2235570. A gross visual inspection of the returned unit did not identify any damage to the components. The unit was tested for leakage and a bubble was identified to form near the luer hub. Further inspection under a microscope found that a portion of the inside wall of the catheter adapter near the luer hub was sheared. The reported issue was confirmed and determined to be manufacturing related. During manufacturing, damage observed may occur during the set together or seat catheter stage. Operators perform sampling per the quality plan to detect and mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked. The following information was provided by the initial reporter: IV catheter leaked.